Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized issue of 24 hour chemo infusions sometimes taking 27 hours or longer to complete. They start with an empty 1 liter bag and add enough saline or other diluent along with the medications involved to make an exact 1000 ml volume. They previously administered chemo via secondary infusions but about 3 months ago they switched to hanging them as primary infusions and are still having the issue. Most patients have a PICC line or other central line. Their pump occlusion threshold is set at 525 mmhg. No details of any specific events were available and no devices have been sequestered for investigation. No patient harm was reported.